Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("very intense abdominal pain"), noninfective oophoritis ("inflammation of ovaries") and cystitis noninfective ("inflammations of bladder") in a female patient who had essure (batch no. A121436026) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), cystitis noninfective (seriousness criterion medically significant), myalgia ("muscle pain"), back pain ("lumbar pain"), formication ("formication in foot and hand"), cardiovascular disorder ("circulation pain"), anorectal discomfort ("anal burns"), vulvovaginal burning sensation ("vaginal burns"), dyspareunia ("pain during intercourses"), tendonitis ("tendinitis") and urethritis noninfective ("inflammation of urethra"). The patient was treated with surgery (the patient had to be operated on (B)(6) 2017). Essure was removed. At the time of the report, the abdominal pain, noninfective oophoritis, cystitis noninfective, myalgia, back pain, formication, cardiovascular disorder, anorectal discomfort, vulvovaginal burning sensation, dyspareunia, tendonitis and urethritis noninfective outcome was unknown. The reporter provided no causality assessment for abdominal pain, anorectal discomfort, back pain, cardiovascular disorder, cystitis noninfective, dyspareunia, formication, myalgia, noninfective oophoritis, tendonitis, urethritis noninfective and vulvovaginal burning sensation with essure. The reporter commented: patient must undergo surgery on (B)(6). The consequences are serious as the inserts are complicated to remove, so she needs to undergo a removal of her fallopian tubes and maybe her uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 23-aug-2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed 1150 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-aug-2017: following internal review, events "to sum up, inflammatory reactions in all her body" and "inserts are difficult to removal" were deleted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("very intense abdominal pain"), noninfective oophoritis ("inflammation of ovaries") and cystitis noninfective ("inflammations of bladder") in a female patient who had essure (batch no. A121436026/ invalid) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), cystitis noninfective (seriousness criterion medically significant), myalgia ("muscle pain"), back pain ("lumbar pain"), formication ("formication in foot and hand"), cardiovascular disorder ("circulation pain"), anorectal discomfort ("anal burns"), vulvovaginal burning sensation ("vaginal burns"), dyspareunia ("pain during intercourses"), tendonitis ("tendinitis") and urethritis noninfective ("inflammation of urethra"). The patient was treated with surgery (the patient had to be operated on (B)(6) 2017). Essure was removed. At the time of the report, the abdominal pain, noninfective oophoritis, cystitis noninfective, myalgia, back pain, formication, cardiovascular disorder, anorectal discomfort, vulvovaginal burning sensation, dyspareunia, tendonitis and urethritis noninfective outcome was unknown. The reporter provided no causality assessment for abdominal pain, anorectal discomfort, back pain, cardiovascular disorder, cystitis noninfective, dyspareunia, formication, myalgia, noninfective oophoritis, tendonitis, urethritis noninfective and vulvovaginal burning sensation with essure. The reporter commented: patient must undergo surgery on (B)(6). The consequences are serious as the inserts are complicated to remove, so she needs to undergo a removal of her fallopian tubes and maybe her uterus. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-dec-2017: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("very intense abdominal pain"), noninfective oophoritis ("inflammation of ovaries") and cystitis noninfective ("inflammations of bladder") in a female patient who had essure (batch no. A121436026) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "inserts are difficult to removal". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), cystitis noninfective (seriousness criterion medically significant), myalgia ("muscle pain"), back pain ("lumbar pain"), paraesthesia ("formication in foot and hand"), cardiovascular disorder ("circulation pain"), anorectal discomfort ("anal burns"), vulvovaginal burning sensation ("vaginal burns"), dyspareunia ("pain during intercourses"), tendonitis ("tendinitis"), urethritis noninfective ("inflammation of urethra") and inflammation ("to sum up, inflammatory reactions in all her body"). The patient was treated with surgery (the patient had to be operated on (B)(6) 2017). Essure was removed. At the time of the report, the abdominal pain, noninfective oophoritis, cystitis noninfective, myalgia, back pain, paraesthesia, cardiovascular disorder, anorectal discomfort, vulvovaginal burning sensation, dyspareunia, tendonitis, urethritis noninfective and inflammation outcome was unknown. The reporter provided no causality assessment for abdominal pain, anorectal discomfort, back pain, cardiovascular disorder, cystitis noninfective, dyspareunia, inflammation, myalgia, noninfective oophoritis, paraesthesia, tendonitis, urethritis noninfective and vulvovaginal burning sensation with essure. The reporter commented: significant consequences as inserts are difficult to removal so she was to undergo ablation of tubes and maybe of uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 18-aug-2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed 1133 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.